Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a piece of the copper electrode on the catheter detached from the array and was in the patient¿s esophagus. Electrode was retrieved easily via biopsy forcep, and a new catheter was used to complete the procedure. There was no patient harmed.